Manufacturer narrative:
Investigation: according the preliminary evaluation the defect is related to the molding process. This type of foreign matter can be caused by rubbish removal of the injection pump, it can go to the mold and it will be injected with the product. During the barrel batch production, no occurrence record (ro) was identified for batch and defect in question. It was verified that the problem is punctual, caused by rubbish removal of injection pump. This product pass actually per a resin change process that with the new resin this defect is reduced/eliminated (because the material fluidity). Visual test: the sample shows foreign matter in the barrel nozzle.

Manufacturer narrative:
. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that dirt was found on the tip of the bd plastipack¿ 20ml syringe before use. No injury or medical intervention.

Manufacturer narrative:
A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7073640. According the preliminary evaluation the defect is related to the molding process. This type of foreign matter can be caused by rubbish removal of the injection pump, it can go to the mold and it will be injected with the product. During the barrel batch production, no occurrence record (ro) was identified for batch and defect in question. It was verified that the problem is punctual, caused by rubbish removal of injection pump. This product pass actually per a resin change process that with the new resin this defect is reduced/eliminated (because the material fluidity). Visual test the sample shows foreign matter in the barrel nozzle.